Event description:
Patient required peripheral intravenous (piv) start. Piv initiated with 22g catheter in left (antecubital) ac. Approximately 10 seconds following initial poke, the rn noted small amount of blood in very bottom part of spring area with no flash noted anywhere else. Despite close monitoring of catheter no blood was noted to have returned. No other flash noted. Unable to advance catheter into vein. Catheter removed and small amount of blood was then noted on tip of catheter. Piv able to be established with new catheter in right ac.